Event description:
It was reported that on (B)(6) 2025, an 18mm amplatzer vascular plug 2 (avp2) was selected for a pulmonary arteriovenous fistula occlusion surgery. After the access was established, the avp2 was prepared for procedure. It was noted during procedure, that the first two discs of the avp2 were in place, the third disc got stuck in an unknown size non-abbott delivery sheath tube and could not be precisely positioned and released. However, deformation was noted in the first 18mm amplatzer vascular plug 2. There was no interaction with cardiac structures during deployment, and no angulation or kinks were observed in the delivery system. Additionally, there were no difficulties advancing the 18mm amplatzer vascular plug 2 through the delivery system. Therefore, the occluder was removed and replaced with another 18mm amplatzer vascular plug 2 to complete the procedure. The same delivery sheath was used to implant the replacement occluder. There were no clinical signs or symptoms observed during or after the event. The patient is currently in stable condition.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity and advancement difficulty through delivery system could not be confirmed as device was not returned for analysis. During visual examination of the returned delivery cable no anomalies were observed. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.